Event description:
The customer reported that there was an intermittent problem with an image. Also the live monitor does not update the image. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service replaced the esp pc. The system operates as intended.